Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2013-00987 and medwatch 2210968-2013-00988. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence and bleeding. It was reported that the patient underwent mesh revision on (B)(6) 2010 for urinary retention with urethral obstruction. It was reported that the patient underwent mesh revision on (B)(6) 2011 for cystocele, stage ii and vaginal vault prolapse. No additional information was provided. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2013-00987 and medwatch 2210968-2013-00988. The same patient is represented in each medwatch.